Event description:
It was reported that stent dislodgement occurred. The physician attempted a stent procedure on a patient with a 90% lesion in a calcified and tortuous rca. The vessel was wired with the help of a non bsc microcatheter and non bsc wire. The wire was removed and replaced with a another wire. A 2.0 x 12 balloon was advanced and used to pre-dilate the lesion. A 3.0 x 24 synergy was attempted, but was unable to cross the lesion. A guidezilla ii extension catheter was advanced to the ostium of the rca, but unable to advance due to previously placed stent in the ostium. The 3.0 x 24 synergy was again attempted to cross. As the balloon catheter exited the guide it appeared the stent had become dislodged from the delivery system. The stent was located at the collar of the guidezilla ii. The guidezilla was removed and the stent successfully removed from the patient. A new guidezilla ii catheter was advanced. A new 3.0 x 24 synergy was attempted to advance. The second 3.0 x 24 synergy did not cross the lesion. Upon removal from the patient it was noticed the stent was not on the delivery system. Fluro confirmed the stent was at the end of the guidezilla ii. A 2.0 x 12 balloon was advanced through the undeployed stent and inflated. The entire system was then removed from the patient successfully. Patient left the cath lab with no complications and a successful pci of the rca. It was further reported that the second stent was partially deployed to remove it from the body and the procedure was completed with the initial balloon.

Manufacturer narrative:
Initial aware date corrected from 29/04/2019 to 26/04/2019. Updated describe event or problem. Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The physician attempted a stent procedure on a patient with a 90% lesion in a calcified and tortuous rca. The vessel was wired with the help of a non bsc microcatheter and non bsc wire. The wire was removed and replaced with a another wire. A 2.0 x 12 balloon was advanced and used to pre-dilate the lesion. A 3.0 x 24 synergy was attempted, but was unable to cross the lesion. A guidezilla ii extension catheter was advanced to the ostium of the rca, but unable to advance due to previously placed stent in the ostium. The 3.0 x 24 synergy was again attempted to cross. As the balloon catheter exited the guide it appeared the stent had become dislodged from the delivery system. The stent was located at the collar of the guidezilla ii. The guidezilla was removed and the stent successfully removed from the patient. A new guidezilla ii catheter was advanced. A new 3.0 x 24 synergy was attempted to advance. The second 3.0 x 24 synergy did not cross the lesion. Upon removal from the patient it was noticed the stent was not on the delivery system. Fluro confirmed the stent was at the end of the guidezilla ii. A 2.0 x 12 balloon was advanced through the un-deployed stent and inflated. The entire system was then removed from the patient successfully. Patient left the cath lab with no complications and a successful pci of the rca.